Event description:
A public health department reported a needlestick occurred during a flu clinic that was conducted in rainy weather. Complainant reported that the nurse administered the flu vaccine to patient and when nurse tried to activate the device, their left-hand fingers slipped off the body of the needle guard because the guard was wet. Complainant did not report any difficulty with activation of the needle guard and the nurse was able to activate the device after being stuck. Manufacturer became aware that medical intervention was rendered after the initial 30-day reporting deadline. User facility did not submit a medwatch to the agency. It appears that the product performed its intended function and that rainy weather may have been a contributing factor in this event.